Event description:
It was reported through a research article that a patient with a history of heart failure with preserved ejection fraction, atrial fibrillation, chronic kidney disease, and chronic obstructive pulmonary disease underwent a mitraclip procedure. Two mitraclip (one ntw and one xtw) were successfully deployed on the mitral valve. One day after the procedure, the patient had a fever and leukocyte. Two days after the procedure, the patient experienced mild stress, tachycardia, and tachypnea. For treatment, medication was administered. Four days after the procedure, the patient experienced delirium. For treatment, additional medication was administered. Six days after the procedure, the patient was finally doing well and was discharged from the hospital.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿systemic inflammatory response syndrome after mitraclip."

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to the limited information available from the article, a cause for the reported tachycardia, dizziness, fever and pain could not be determined. Pain, fever and tachycardia are known possible complications associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.